Manufacturer narrative:
Failure analysis revealed that no unexpected ramping of numbers noted. No button error alarms noted. No up button response noted due to corroded keypad traces. Minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reports that customer received a button error alarm while attempting to bolus. Customer's blood glucose was not given. After troubleshooting, it was advised that insulin pump would need to be replaced. No further information provided.